Event description:
It was reported that the device had no output and no pacing. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Other: it was reported that the device had no output and no pacing. The device was explanted and replaced. There were no reported patient complications as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, output, none, pace, failure to.